Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when intubating the patient, the device's cuff was identified punctured by the healthcare professional. A change of device was needed. There was no reported patient status.